Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -08.50 diopter implantable collamer lens in the patient's right eye on (B)(6) 2016. Low vault with no rotation was observed. The icl was explanted on (B)(6) 2016. The lens was exchanged for a longer length lens with a similar diopter. Last visit ucva: 20/20.

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens to have no visible damage. (B)(4).